Event description:
It was reported the patient is deceased and a request for device analysis was made. The device system has not been returned. Further review of the manufacturer¿s database noted the patient died approximately one week post implantable pulse generator (ipg) system implant. Additional information obtained from the clinic noted the patient had a lead dislodgement, which lead was unknown, requiring lead revision and the patient died post procedure. Additional circumstances related to the cause of death and circumstances of death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 implantable pacing lead: implanted: (B)(6) 2013. 5086mri58 implantable pacing lead: implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Additional information was received from the physician and reported that the cause of death was pulseless electrical activity (pea), possible hypokinesis and pulmonary edema post right ventricular lead (rv) revision. The patient is reported to have had a late rv lead perforation vs dislodgement vs. Migration. The death was reported to be unrelated to the device or lead system by the physician. (B)(4).